Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised they did not receive a low reservoir alarm when their reservoir was empty. Customer was advised their device alerts were placed on vibrate which explained why they did not hear or feel the alarm. Customer was advised to monitor the insulin pump and their high blood glucose and call back if issues persist.